Event description:
It was reported that the customer experienced a blood glucose (bg) level of 800 mg/dl and a high level of ketones. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Customer confirmed the pump was functioning as intended. Reportedly, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.